Manufacturer narrative:
Ge healthcare tech support recommended to check all display connections and the cf card, and reload the system software which resolved the errors. No report of patient involvement. Unique identifier: (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).

Event description:
The hospital reported the unit displayed a system malfunction error resulting in loss of mechanical ventilation. There was no patient involvement.